Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui, cystocele. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/15/2017. It was reported that following insertion the patient experienced vaginal candidiasis.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urinary leakage, vaginal pressure/heaviness, urgency, and urinary frequency.